Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. Errors were found in the programmer history log, and the image on the lcd (liquid crystal display) was discolored. The lvds (low voltage differential signal) circuit board was noted to be loose on the back side of the lcd screen. New software and software pin were installed, the system driver updated, and stylus calibrated. (B)(4).

Event description:
It was reported the programmer frequently froze soon after start-up. When restarted, it was possible "to do a few clicks" and then it froze again. A new stylus was tried, with no success. The programmer was returned for repair. There was no patient involvement.